Manufacturer narrative:
Submit date: 2017-09-13. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump had shut off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of unit shut off. The unit was triaged and the reported issue was confirmed. The pump was found to have a damaged printed circuit board. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.